Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the reported catheter's blue (venous) luer adapter had a crack and a leak after 30 days of use. The catheter was repaired by replacing the luer connector as a remedial action. No instrument was used to loosen or tighten the device. There was no excessive force used on the device. Skin and mucous membrane disinfectants were the cleaning agents used on the device. The cleaning agent(s) were allowed to dry thoroughly prior to applying ointment(s) to the area. There was nothing unusual observed on the device prior to use. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. Tego was not utilized. The insertion site was not treated prior to product placement. There were no other products being utilized with the device. The procedure was able to proceed and was completed after the remedial action was done. There was no blood loss and no blood transfusions required due to the event. There was no medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the reported catheter's blue (venous) luer adapter had a crack and a leak after 30 days of use. The catheter was repaired. No instrument was used to loosen or tighten the device. Skin and mucous membrane disinfectants were the cleaning agents used on the device. Tego was not utilized. The insertion site was not treated with prior to product placement. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a cracked on the venous luer adapter. It was reported that the luer adapter was cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.